Event description:
The user facility reported that during a patient procedure a popping sound was heard and the patient began to slide down the table as the table was in a full tilt and full trendelenburg position. Hospital staff stabilized the patient and transferred the patient to another table where the procedure was completed successfully. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. Facility biomedical personnel stated the popping may have been due to patient restraining tape 'giving way', and subsequently allowing the patient to slide as the table was in a full tilt and trendelenburg position. The table was in deep trendelenburg position and the patient was restrained with 3" tape. The restraining tape is not a steris accessory and at the time of the event investigation, the user facility did not disclose the manufacturer of the tape. The surgical table's operator manual states (pp. 1-2): "warning personal injury hazard - failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury to the patient and the operating room staff." The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. The table has remained in use and no further issues have been reported with the equipment. Steris offered to conduct in-service training for hospital staff regarding the proper use and operation of the table however the user facility declined.